Manufacturer narrative:
The lead was surgically abandoned (capped), therefore it will not be returned for analysis. As a result, the reported allegation cannot be confirmed. No other adverse events were reported. The event will be re-evaluated if additional information becomes available. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.

Event description:
On (B)(6) 2015 the customer reported that the right ventricular (rv) lead displayed pace impedance measurements of 290 ohms. There were no adverse patient effects. Due to the age of the lead, the lead was to potentially be replaced during device change out. There were no adverse patient effects reported. The lead was actively implanted for approximately 13 years, 6 months.